Event description:
Boomerang device was disengaged but unable to retrieve boomerang device. Manual pressure held and dr notified. Manual pressure held and finally boomerang device came out and manual pressure continued. No injury to pt. Was noted. Boomerang device was noted to have a bend in the wire when it was retrieved.